Event description:
It was reported that the patient's ipg was approaching end of life and both of their leads had migrated. It is unknown if the ipg had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg and leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.